Manufacturer narrative:
Note: hemosil hit-igg(pf4-h) is sold outside of the u.s. Under part number 0020302700 labeled as a semi-quantitative assay. This same assay is FDA cleared under k153137 and sold in the u.s. Under part number 0020014600 labeled as a qualitative assay. Both the u.s. And international versions share the same formulation and medical cut-off. Due to the similarity, the incident, which occurred outside the u.s. Under part number 0020302700, is considered reportable. At the time of the reported complaint, instrumentation laboratory co. Conducted a comprehensive investigation, including a review of the instrument backup. The review confirmed that quality control was within specifications. The instrument backup included the sample results (0.7 u/ml and 0.8 u/ml) reported by the customer; however, the root cause of these negative results could not be conclusively determined. Per the labeling for hemosil hit-igg(pf4-h), assay results should be used in conjunction with other laboratory and clinical findings and not used in isolation to exclude hit. As a result, the complaint was closed, and no remedial action was deemed necessary. Important note: instrumentation laboratory co. Recently conducted a self-assessment of its quality management system as part of its ongoing compliance and quality program due diligence. One aspect of this assessment was to perform a retrospective review of product complaints received over the past two years, to assess if any complaints should have been reported to FDA following the FDA guidance, "medical device reporting for manufacturers". As part of this assessment, we identified a small number of complaints that require retrospective reporting. Please be assured that instrumentation laboratory takes its regulatory responsibilities to the FDA and its customers seriously and strives to produce only the highest quality devices. The number of late reported complaints is less than 0.005% of the annual complaint volume received and a CAPA has been initiated to mitigate future occurrences. Furthermore, the company has and will continue to dedicate the necessary financial and personnel resources (and management oversight) to complete these action plans in a timely manner.

Event description:
A customer reported that a patient tested negative (0.7 u/ml) using hemosil hit-igg (pf4-h), and a rerun was also negative (0.8 u/ml). The clinician did not agree with the results, so the sample was sent to a different site and tested with hemosil acustar hit-igg(pf4-h), and the result was positive (2.34 u/ml). No patient impact was reported.